Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause of the reported phenomenon could not be conclusively determined. However, it is surmised that reported phenomenon was attributed to partial disconnection of the camera cable due to unexpected physical stress by device handling of the user.

Manufacturer narrative:
The device in this report has not been returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
The user found that there was an error in the endoscopic image. The user returned the device to olympus field service. Olympus field service evaluated the device and found the following. There were stripes on the endoscopic image. The cable was broken and leaked. The sealing cap was missing. The sealing ring cracked the adapter connection was contaminated. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.